Event description:
In late september 1998 in neonatal intensive care unit (nicu), a set of premature twins became ill. The organism, pseudomonas aerginosa, was isolated as the cause of their illness. Because this organism is easily spread and is life-threatening to an nicu population, swift action was taken. These infants were placed in isolation and over fifty items in the nicu were cultured as the possible sources of this organism. All these cultures were negative. The mother of the twins was aware of the seriousness of the situation and the actions we were taking to find the source. She reported that her tubing from her medela universal breastpump system always seemed to have liquid in it. She wondered if this could be the source. Immediately, co gave her another kit and sent her complete kit to laboratory to be tested. The tubing, breastshield and valve from the kit, in addition, to her pumped breastmilk, all grew pseudomonas aerginosa. Co had found the source and after another course of antibiotics and the discontinuation of the previously pumped breastmilk, the infection abated. In response to this incident a committee comprised of a neonatologist, infection control director, lactation consultant, and manager met to develop a strategy to prevent any future incidences. As a result of these planning sessions, co strongly recommends that medela makes a change to their breastpump systems. The plastic carry bag needs to be removed and replaced with a mesh bag. The mesh bag will allow the parts of the kit to air dry if the mother is unable or does not allow proper drying time before placing them in the bag. A mesh bag allows air to circulate through and continue the drying process, while the present plastic bag provides only the dark moist environment that is conducive for bacterial growth.